Event description:
It was reported via voluntary medwatch 1497895569-2013-0001 that the end user slid between the side rail and the bed. End user was released from the rails and then slid to the floor not breathing. CPR was performed but was unsuccessful and the patient expired. Pressure was noted on the end users throat allegedly from the side rail.

Manufacturer narrative:
Voluntary medwatch 1497895569-2013-0001 received by manufacturer on (B)(4) 2013.